Event description:
Complainant alleged that medics were attempting to resuscitate a patient in cardiac arrest but the device returned "no shock advised" determinations for several analyses. The medics responded to a witnessed cardiac arrest call and upon arrival attached a ECG patient cable to the patient and recorded a heart-rhythm consistent with coarse ventricular-fibrillation. The medics then attached multi-function electrodes to the patient and initiated an analysis of the patient's heart-rhythm. The device returned a "no shock advised" determination. The medics then performed a one-minute sesion of CPR and then initiated a second analysis. The device again returned a "no shock advised" determination. The medics performed another session of CPR per protocol and initiated a third analysis of the patient. The device again returned a "no shock advised" determination. A paramedic crew also responding to the call arrived on scene and assumed treatment of the patient. The device was placed in manual-mode operations and the paramedics eventually administered a total of three shocks to the patient of 120, 150, and 150 joules respectively. The patient subsequently expired.